Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead helix would not retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. Blood/body fluid was found on the distal conductor (not obstructed) and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead appeared to be damaged at implant. The analyst noted that the lead was returned stretched and the inner insulation was buckled, which prevented the helix from extending/retracting.